Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button anomaly. Customer's blood glucose value was 13.5 mmol/l. Customer states that numbers was ramping on their own also the scroll bar was not moving with no input. Customer stated that insulin pump was not delivering the insulin in full and they changed full sets already but not getting any difference. Customer stated that insulin pump was not exposed to a change in altitude. The device will not be return for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.